Manufacturer narrative:
(B)(4). D10: unknown - unknown tibia - unknown. Unknown - unknown femur - unknown. G2: foreign: event occurred in australia. The event is confirmed. Visual examination of the provided pictures identified an articular surface implant that shows signs of excessive wear. The device also has surface marks. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a partial knee procedure on an unknown date. Subsequently, the patient experienced instability. A revision surgery was performed, the poly was found worn and it was exchanged. Attempts have been made and no further information has been provided.